Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers monophasic pulse) has been confirmed in the download data. Upon investigation the monitor failed a pulse test and displayed a service code 105 (pulse test relay stuck). The cause for the failure and the service code was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 and components u17 and u18 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse.